Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced signal loss between the ilet device and a dexcom g7 continuous glucose monitor (cgm), while glucose values continued to display in the dexcom app, consistent with an intermittent communication failure associated with the device¿s electrical/magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm, consistent with intermittent communication failure involving electrical/magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.